Event description:
It was reported that a malfunction occurred on the pump, causing the screen to go dark and not turn on initially. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the pump into a power source, which resolved the issue temporarily, but the malfunction was not resettable. Consequently, technical support arranged for a replacement pump to be sent, and advised the customer to use an alternate method for insulin delivery until the new pump arrived. The customer was informed about the necessary steps for returning the malfunctioning pump and acknowledged all given instructions.